Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated an r-wave amplitude measurement issue and oversensing due to non-physiologic signals/sensing integrity counter. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a low r-wave amplitude. The sensing polarity was reprogrammed. It was later reported that the lead alerted due to a high sensing integrity counter (sic) and oversensing on several non-sustained ventricular tachycardia (vt) episodes. It appeared the lead was oversensing in the atrium. The lead was again reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.